Event description:
It was reported that non-sustained ventricular oversensing and noise were observed via remote transmission. No patient symptoms were reported. Programming changes were recommended. Device remains implanted.

Event description:
New information received notes that episodes of non-sustained rv oversensing were observed via remote transmission. Patient was asymptomatic. Review of the strips revealed myopotential oversensing. Programming changes were made, but oversensing was still observed. Further programming changes will be made at the next appointment.